Event description:
The device was found to be missing a component upon initial use of the device. It was reported that there was no adverse outcome to the pt.

Manufacturer narrative:
The device has not been returned for evaluation. Upon return, investigation results will be provided on a follow-up form 3500a. This device was resterilized through our open/unused process. The open but unused, or expired device is resterilized by ascent and is provided to the hospital as it was originally provided by the original equipment MFR.